Manufacturer narrative:
(B)(4). The service engineer was unable to duplicate the customer's complaint but recalibrated the touchscreen, updated the software and usb. The ventilator passed all performed tests and calibrations and self tests as per the manufacturer's specifications.

Event description:
It was reported that the screen was unresponsive to touch. The ventilator continued to ventilate, however, the patient was switched to another ventilator without any reported patient harm.

Manufacturer narrative:
(B)(4).